Event description:
This could be a potential injury if it occurs again. The MFR was not present. The device was inserted into the micro drill prior to use. The tip of the burr broke off into pt's foot and was immediately removed by dr. The device was used correctly. The packaging instructions and/or device user instructions were easy to read and understand. Event took place in the or, pt vital signs stable prior to event; alert and oriented prior to and immediately after the event. Device was tagged and taken out of svc. Device related info was kept with device. No other devices were in use at the time. Xi-scan was used during the procedure. A variance report was completed. No adverse event experienced by the pt.